Event description:
It was reported that the patient had a left ventricular assist device (lvad) fault alarm, resulting in a pump off alarm on (B)(6) 2022. The patient reported that they had just changed over to the mobile power unit when the alarms went off. There have not been any more alarms. A review of the log file revealed an abnormal pump stop event on (B)(6) 2022, with a sudden drop in pump speed and an elevation in power followed by a pump reset. There were high current, motor instability, and magnetic centering flags, as well as a high current flag.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion. The evaluation of the submitted log files confirmed a pump stop with left ventricular assist device (lvad) internal fault events that appeared to result from rotor instability; however, a specific cause for the rotor instability could not conclusively be determined through this investigation. The controller event log file captured lvad internal faults accompanied by motor instability, high current, magnetic centering, rotor displacement, and bearing a over current faults on 25dec2022 between 00:47:09 and 00:47:20. Pump power was elevated during the event and resulted in a pump stop and reset. The pump speed dropped to 0 rpms and was off for approximately 5 seconds before ramping back up to speed at 00:47:20. The lvad faults appeared to be a result of rotor instability. No other notable events were captured. The pump operated as intended at the set speed for the remainder of the log file following the event. The lvad event log file captured a pump reset on 25dec2022 at 00:47:08 and resumed normal operation at 00:47:18. Bng1, rot_noise, mc_ctrl, dclink_I, rot_displ, and sw_reset faults were captured during the event. The rotor displacement, rotor noise, and magnetic levitation values were elevated, consistent with the rotor instability and magnetic centering. These events appeared to occur at the same time as the events captured in the controller event log file. The pump returned to normal operation at 00:47:18 through the remainder of the file. The controller and lvad periodic log files captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. The patient remains ongoing on vad support. No product available for investigation. Heartmate 3 instructions for use, rev. C, outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.